Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, images provided were reviewed and confirmed the reported stent fracture. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The otw omnilink elite instructions for use (IFU) states: the device is indicated for the treatment of atherosclerotic iliac artery lesions. It could not be determined if using the omnilink elite in the innominate artery caused or contributed to the reported difficulties. The investigation was unable to determine a cause for the reported stent fracture and subsequent patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, additional information was received that the stent fracture was identified with ultrasound and computed tomography angiography. The stent was implanted in the innominate artery, not in the ostial right common carotid artery. No additional information was received.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion located in the ostial right common carotid artery with heavy calcification. A 6.0mm x 19mm x 135cm otw omnilink elite (ole) vascular balloon expandable stent (bes) was advanced through an unspecified 6fr x 23cm sheath and past a very tortuous bovine arch, to the ostial right common carotid artery without difficulty and was deployed without difficulty. The ole delivery system was withdrawn without difficulty. There were no procedural issues or adverse events. The patient returned to the hospital on (B)(6) 2017 due to difficulty finding words and due to numbness of right arm and fingers. The stent was discovered to be fractured (but not broken into two pieces). There has been no treatment, to date, as the physician is determining how to proceed. No additional information was provided.